Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Troubleshooting was performed, and the noise was unable to be recreated. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).